Manufacturer narrative:
The pump was received for investigation. Visual and functional checks were performed. Upon visual inspection, both tamper seals were found removed. The pump had the bottom cases cracked by the l bracket pole clamp along with visible contamination by the l bracket pole clamp and the ethernet port. Review of the error history identified firmware mismatch in the history. During power up and self testing, the reported problem was duplicated. The problem was related to the interconnect board. Contamination was found in the interconnect ethernet port. Fluid had entered through the ethernet port and contaminated the interconnect board. The cause of the issue was found to be user related. This issue was customer induced via fluid ingression into the main body of the pump as a result of either improper cleaning of the pump, or introduction of excessive fluids to the pumps surface. Cleaning and care instructions and cautions are found in the important information and periodic maintenance sections of the technical service manual and in the important safety information and safety features sections of the operator's manual. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a firmware mismatch. No patient injury was reported.